Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 12/29/2025. An investigation was conducted on 01/06/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the white plunger and the delivery device. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock off , which allows for the white plunger to be depressed. The seal and tension spring assembly was observed in the delivery device but not in its normal loaded position. The seal was observed to be in opened state. The seal and tension spring assembly were removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000446374 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during loading of the hst iii system (3.8 mm) into the delivery device using the IFU-recommended method for an opcab surgery, the seal became stuck in the loader. Loading was attempted onto the delivery device in accordance with the IFU; however, the seal became caught on the loader, resulting in unsuccessful loading and separation of only the delivery device handle. This prevented proper loading and caused the delivery device handle to detach. The product was deemed defective, a new product was used, and the surgery was successfully completed. There was a delay about 7-10min. The patient is in good condition.